Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr replaced the epgs, and all functional testing passed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the gas system got stuck on max flow and could not be lowered or adjusted, even with the physical knob. As mitigation, the machine was restarted, and the central control monitor (ccm) displayed an error message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. The service repair technician (srt) could not duplicate the reported complaint. The electronic patient gas system (epgs) was powered up and air and oxygen (o2) were introduced. The o2 analyzer calibrated successfully. Epgs calibration and testing passed successfully with no faults. The srt did not observe the gas system getting stuck at any position. No alarms or faults were observed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.